Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had no delivery alarms on the insulin pump. Customer was receiving the alarms for the last 3 months. Customer received at least 15 no delivery alarms during bolus last week. Customer's blood glucose was 298 mg/dl at the time of the incident. Customer declined troubleshooting for high blood glucose. Customer stated that she had a blood glucose reading in the 500 mg/dl range. Customer reported that the past event was resolved by an infusion set change. Customer was advised to monitor the issue.